Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, including removing it from case, pressing the button in different ways, and connecting it to a known working power source, while pump showed a red light and periodic vibrations. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.